Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2014 alleging a history settings (inaccurate delivery) issue. The reporter stated that the patient had a blood glucose (bg) of 41mg/dl with unsteadiness when standing and or walking, sluggish and tired. The patient was treated at home with glucose tablets/gel, glucagon injection and food/drink. The reporter stated that the patient was off the pump for two hours per the healthcare professional. Customer support (cs) reviewed the pump with the reporter and it was noted that the bolus times today were stacked. This report is being made due to the bg excursion the patient experienced due to an alleged history settings (inaccurate delivery) issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: the black box begins on (B)(6) 2015. Due to continuous use of the pump the black box data and histories for the event have been overwritten. Available daily insulin delivery totals correctly reflect the users programmed basal rates. The pump passed delivery accuracy test and found to be delivering within required range and delivering accurately. Unable to duplicate the complaint, the pump information for the complaint date has been overwritten. Returned battery cap/returned cartridge cap used to complete testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.